Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.the evolution quick inserter/distractor squid (p/n: 03.815.030, lot #: l450791)was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the spindle was broken. There were scratches on the device which has no impact on the functionality of the device. No other issues were identified with the returned components of the device. The complaint condition is confirmed for the evolution quick inserter/distractor (squid) (p/n: 03.815.030, lot #: l450791). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to the unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.815.030 lot: l450791 manufacturing site: hägendorf release to warehouse date: 13 july 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on during inspection of a set at the loaners department (B)(6) 2019, it was found that the tip of the evolution squid synthes quick inserter and distractor rod was broken. There was no patient involvement. This report is for an evolution quick inserter/distractor (squid). This is report 1 of 1 for (B)(4).